Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) booted up to the windows blue screen. No patient harm was reported. Investigation summary: the reported device was returned and evaluated. During evaluation nihon kohden repair center (nk rc) was able to duplicate the issue. Upon bootup the advisory (blue screen) displayed and the operating system's "not found" error message displayed. The issue was determined to be due to damaged hard disk drives (hdds). The hdds were replaced to resolve the issue and the device was tested and operated to the manufacturer's specifications. The device was installed on (B)(6) 2015, and the warranty expired on 02/29/2020, indicating the device had aged approximately 8 (eight) years and 7 (seven) months. Hdd failures are typically due to user related ungraceful exits or unexpected shutdowns, power outages, generator tests, uninterruptable power supply (failure), power failure and/or power surges. These factors impact device functionality and cause damage to sensitive hard drives and lead to corruption, resulting in hard drive failures, due to damage to the hdds (causing corruption). Most commonly, hard drive failures will result in spontaneous shutdown or reboot of the device. Potential causes of hard drive failures include normal hard drive failure (wear and tear damage), or failure resulting from frequent power loss, inappropriate shutdown/reboot procedure (user related errors). The operator manual outlines specific steps to perform a device shutdown or reboot. As with any device, the hard drive supplied with the cns has limited durability. It is the manufacturer's recommendation to have hard drives replaced every two years or 20,000 hours of use. As a maintenance reminder, the user is prompted with a message on the bottom right of the cns screen to check hard drive status once usage has reached 20,000 hours. There has been no reoccurrence of the issue at the facility. A significant trend that would warrant any further corrective action, was not observed. Trending will continue to be monitored.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) booted up to the windows blue screen. There were no reports of patient harm.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) booted up to the windows blue screen. There were no reports of patient harm.

Manufacturer narrative:
UDI related data quality updates. Corrected information: d1 brand name: corrected the brand name from cns-6201a to pu-621ra. D4 additional device information / model #: corrected the model # from cns-6201a to pu-621ra. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the production identifier (pi) information. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) has the windows blue screen on boot up. They do not know when this happened or the circumstances surrounding it, but they have not received any reports of death or injury to any patients. It is unclear if the device shut down while in use and could not be booted up or if the device was not in patient use and could not be booted up from the start. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields are not applicable (na) to the MDR report: b2 d4 lot number & expiration d6a - d6b d7b f1 - f14 g4 device bla number g5 g7 h2 h7 h9 the following fields contains no information (ni), as the customer does not know if it was in patient use or not and does not know the circumstances of how the device failed. A2 - a6 b6 - b7 d10 concomitant medical device

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) has the windows blue screen on boot up. They do not know when this happened or the circumstances surrounding it, but they have not received any reports of death or injury to any patients. It is unclear if the device shut down while in use and could not be booted up or if the device was not in patient use and could not be booted up from the start.